Event description:
The pt services rep (psr) assisting a (B)(6) female pt contacted zoll lifecor customer support to report that a message came up on the pt's screen that her device was not working properly. The psr also stated that the monitor would not power up. The pt was provided with a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor (B)(4) has been completed. The reported problem (won't power up) has been confirmed. As received, the monitor was drawing 180 ma upon attempt to start up and would not power up. The cause of the monitor not powering up was defective flash memory sectors on the computer/analog board pca. The root cause of the defective flash sectors cannot be positively identified. Once the flash chips were replaced, the monitor was fully functional. No adverse event resulted from the defective monitor. The pt received a replacement monitor.